Event description:
It was reported to philips that the customer failed to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the reported issue was that the system failed to move to a saved position while in clinical use for a diagnostic procedure. The procedure was completed using an alternative system. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. During troubleshooting, the fse identified a defective cable in the table that was causing the longitudinal movement of the table to malfunction. In order to resolve the reported issue, the fse replaced the defective cable set for the longitudinal movement. After the replacement, the system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred at the beginning of a diagnostic procedure which was completed using an alternative system. A field service engineer (fse) examined the system onsite and confirmed the digital subtraction angiography (dsa) failed sporadically. Upon troubleshooting, fse identified a defective cable in the table, which impacted the table movement and prevented dsa from being performed. To resolve the issue, fse replaced the faulty cable and the plug. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.